Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported the sensors stop working. Sometimes they last only 1 hour and sometimes 24 hours. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: (model #) updated from "4001" to "4001-9".